Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 5.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the lead tip was not returned. The returned lead fragment was visually and electrically analysed. The visual inspection revealed that the insulation was, apart from the present cut, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific reported that this lead was dislodged. The lead was successfully repositioned. The event date did not make sense so it was left off of this report. The lead was explanted (B)(6) 2017. Should additional information become available, this file will be updated.